Event description:
The doctor stated that the pt received a medpor two-piece chin and ramus w/inf. Ridge lane left and right implants. At four weeks, everything looked good, then at approximately five weeks the pt returned with swelling and drainage. The doctor started oral antibiotic.

Manufacturer narrative:
Lot number info was not provided to enable an investigation of the device history files.